Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 134 to 150 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Comparing blood glucose test results from physician's meter to truetrack meter. Back to back blood test performed fasting at the physician's office on (B)(6) 2015 produced test results of 200 mg/dl using physician's meter and 319 mg/dl using truetrack meter. Back to back blood test performed fasting during the call using the truetrack meter produced results of 236 mg/dl and 231 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.